Manufacturer narrative:
No return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was noted this left ventricular lead was not functioning appropriately. Fluoroscopy revealed the lead was dislodged. A revision procedure has been scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Additional information was received. Increased threshold measurements were also observed. A revision procedure was performed. This lead was removed and replaced successfully. No further issues were reported.